Manufacturer narrative:
Upon receipt at boston scientific's quality assurance laboratory, external visual inspection noted electrocautery and tool marks on the device casing. Bodily fluid contamination was idntified in the lead barrels. All of the set screws operated normally. The interrogated monitoring voltage was 2.81 volts associated with a battery status indicator of beginning of life (bol). The device was put through and passsed gauge pin and manual lead impedance measurement testing. The clinical observation of high shock impedance was not confirmed. It was concluded that this device was operating normally.

Event description:
Boston scientific received information in march 2009 that this implantable cardioverter defibrillator (ICD) displayed shock impedance >125 ohms following the implant procedure. The pocket was reopened and the high voltage leads were disconnected and reconnected and then shock impedance was normal. No adverse patient effects were reported. Boston scientific received information (removed device information form) on (B)(6) 2017 from a competitor local representative. The local representative reported that this device, implanted on (B)(6) 2009 was explanted on (B)(6) 2017 and replaced due to 'back-up operation'. Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported. See report#2124215-2016-17282.